Event description:
During evaluation of a returned homechoice (hc) machine, an increased intra-peritoneal volume (iipv) was identified on (B)(6) 2010 during drain cycle 1. The patient's largest prescribed fill volume (lpfv) was 1600 ml and the drain volume was 2857 ml, which met iipv criteria. No patient injury or medical intervention was reported. Product surveillance contacted the nurse on (B)(6) 2010 to notify the nurse of the incident of iipv that was found during the device evaluation. The nurse stated that the home patient had not had any symptoms at that time. The nurse thanked baxter for the call.

Manufacturer narrative:
(B)(4). Two of 2 emdrs. The device has been received at baxter for evaluation. However, the evaluation is not complete at this time. A follow-up report will be filed upon completion of the device evaluation, or if any additional information is received.

Manufacturer narrative:
(B)(4). The homechoice (hc) device was received for evaluation. A review of the device logs confirmed the increased intra-peritoneal volume (iipv) event. The cause was determined to be insufficient drain due to false empty detect at initial drain. A service history review (shr) revealed that no issues that may have contributed to the iipv. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).